Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis. Accuracy testing was performed. The reported problem was not duplicated. The test results were all with in specification. The pump will undergo standard periodic maintenance.

Event description:
Information was received indicating that a smiths medical pump failed accuracy testing by -7.55% during testing. There was no patient present at the time of the event. There were no reported adverse events.